Event description:
It was reported that a patient using an ilet with a dexcom g7 experienced a temporary loss of cgm readings on the ilet shortly after setup, consistent with intermittent signal loss between the sensor and the ilet. Symptoms included no adverse physiological effects and no blood glucose impact. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included phone-based troubleshooting and education. Investigation of this case revealed that the readings reappeared during the call, indicating a transient connectivity issue that resolved without device replacement. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption between the cgm and the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.